Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory the lead was noted to have been severed at 150 millimeters (mm) from the terminal pin. Two lead segments were returned totalling a returned length of 550 mm. The lead was noted to have a lead on lead abrasion at 208-235 mm from the terminal pin. No further testing was performed.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and pacing inhibition with less than two seconds of asystole for the patient. The noise also lead to inappropriate anti-tachycardia pacing (atp) to the patient. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead was returned for analysis.